Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) was 200 mg/dl. The customer reported that manual injections would be used for alternate insulin therapy.